Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed. Visual inspection revealed that the rate/sense conductor coils, high voltage and proximal high voltage coils were extended. In addition cuts were noted in the lead insulation as well as blood/body fluid in the lumens. The clean medical adhesive is torn/separate from the gore at the proximal end of the proximal spring electrode and the proximal spring is extremely stretched. In addition, the distal end of the proximal spring electrode is separated from the lead body insulation, and the distal spring electrode is stretched and deformed at the distal end. Final visual inspection also noted that the helix is retracted. Detailed analysis revealed a trilumen insulation abrasion though the distal high voltage and rate/sense lumens, while the high voltage cable is discontinuous in this area. The discontinuous ends shows signs of heat damage, due to the melted metal. Due to the location and the type of damage, this was likely caused by lead on lead abrasion within the heart.

Manufacturer narrative:
Additional information provided noted anti tachycardia therapy was recorded. In addition this lead will be returned for analysis. No additional information is available. Upon return and analysis this investigation will be updated.

Event description:
Boston scientific received information that during a follow up noise resulting in oversensing was seen on shock channel which resulted in inapporpriate shock. Additional lead measurements were taken which showed out of range shocking impedances. Upon the revision procedure of this right ventricular lead insulation damage and a lead conductor fracture was noted. The lead was cut and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.